Event description:
Meter name: one touch basic enhanced. Strip name: lifescan one touch. Meter code: 6, strip code: 7. Strip storage:. Symptoms: "awful" a patient reported they were seen in hospital. Their meter allegedly inaccurately erratic. The result on their meter was 128. The result on the hosp meter was 28. The time difference between patient's meter and hosp meter was less than 10 minutes. Treatment was unknown. Meter coded incorrectly. No further information has been reported.